Event description:
Customer stated "the started to spark where the cord and switch come together." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had a small burn mark on it, located near the switch. This is likely due to excessive bending of the cord over an extended period to time. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.